Event description:
The rotator broke during a left ventriculogram procedure. This happened twice. There was no report of harm or injury. This is one of two reports for this complaint. 1721504-2010-00222.

Manufacturer narrative:
Device evaluation ¿ other, the suspect device was returned for evaluation. The complaint evaluation/investigation is not complete. A review of the device history record revealed no exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation is completed. Evaluation method: device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is completed.